Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The patient experienced a reaction. It is unknown if the reaction was from the mesh not being completely painted or from the adhesive. The reaction extended beyond the mesh. It appeared to be a local hypersensitivity reaction. The product and dressing was removed, the area was washed, the patient was prescribed benadryl and the reaction improved. The surgeon opines that the liquid caused the reaction because the patient got better as soon as it was removed. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.